Event description:
Moving a resident using a invacare mechanical lift, the staff positioned her over her geri chair with one of them at her feet and the other at her head. Staff used correct procedures align her with the geri chair, but the lift tipped to the left and the overhead bar bumped resident on the bridge of her nose. This lift within the last week had the complete base replaced with invacare factory replacement parts.